Event description:
Allegedly, patient revised for pain. The following components have no alleged deficiency and were not revised during this surgery: dynasty pc shell size 52 dspc-gd52 lot 0901197515; profemur z femoral stem pha0-0240 lot 1001218556.